Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported three-way stopcock detachment could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, it was noted that the extension tube of three way stopcock became separated from the introducer. The device was replaced and the procedure was completed with no adverse consequences to the patient.